Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would either change the pump supplies or perform the fill tubing step and resume insulin to address the issues. There was no adverse impact to customer¿s blood glucose level.